Event description:
Customer reported 2 cases of diffuse lamellar keratitis (dlk) who were treated on (B)(6) 2013. Patient had stage 1 dlk on the right eye. Uncorrected visual acuity was 20/15 on both eyes.

Manufacturer narrative:
On (B)(6) 2013, patient presented with dlk stage 2 temporally, and by (B)(6) 2013, it cleared to dlk stage 1. Dlk was resolved by visit on (B)(6) 2013. There was no flap lift and rinse performed. No loss of best corrected visual acuity. Placeholder.

Manufacturer narrative:
Patient was diagnosed with 1-2+ diffuse lamellar keratitis. Placeholder.

Manufacturer narrative:
On (B)(6) 2013, amo's field service engineer was onsite to perform preventative maintenance (pm). Pm was completed and system meets amo specifications. Amo's clinical development manager (cdm) conducted an investigation on the possible cause of the dlk. Cdm determined that the possible causes were: tiles stored at ac unit. Only one technician supporting surgeries and sterilizing instruments. Usual eye drops/medications used during surgery: besivance, durezol, bromday, celluvisc, proparacaine. Also, zymaxid and mitomycin for photorefractive keratectomy (prk). Placeholder.